Event description:
It was reported that the user received an occlusion alert while using an infusion set and removed the contact detach set; the user did not observe visible damage and proceeded with a full supply change, after which insulin delivery resumed, with a reported blood glucose of 175 mg/dl. Customer care provided support that included customer education through guided supply change. Investigation of this case revealed an occlusion condition that resolved only after replacing the infusion set and supplies, consistent with an infusion set or tubing obstruction impacting insulin delivery. No clinical symptoms associated with elevated blood glucose reported. Outcomes included restoration of insulin delivery following the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an isolated occlusion related to the infusion set that was resolved through replacement.